Event description:
Healthcare professional called to report a left-side deflation and "small leak at valve side." Device has been explanted.

Manufacturer narrative:
Device evaluation: based on the device analysis grid, the assessments of the complaint are: deflation: observed opening on anterior side assessed as surgical damage. Valve leak and/or damage: observed crack on the valve seat diaphragm valve assessed as cracked valve seat diaphragm valve. Additional observations: observed creases on the device. White particles observed in the surface of the shell. No further actions are required as the device was implanted.

Event description:
Healthcare professional called to report a left-side deflation and "small leak at valve side." Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. DHR trend summary: review of all complaints of fluid leak (a050401) for the period of feb 2021 through jan 2023 related with date opened and found no adverse trend in the event rate with respect to the reported event. Considering that there is not an adverse trend for this type of event no additional actions are deemed required at this time. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: device deflation.